Event description:
It was reported an issue with monosyn quick suture. The client reported that they found defective sutures during the procedure. There are currently 4x monosyn quick dgmp13 5/0 45 cm, where the needle was either not attached to the suture or not present in the envelope. No further information received.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue ,closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 open samples with the needle detached from the thread, and thread is still wound on the pack. Considering there are 2 open samples detached and still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were (B)(4). Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as both open samples received show the needle escaped from the thread. Final conclusion: considering that the open samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.